Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor smooth saline breast prostheses and suffered several unexplained systemic symptoms, including autoimmune issues, diagnosed with arthritis, diagnosed with lichen sclerosus, fatigue, vitamin deficiency, blood vessel issues, pain in the hands, a lump on one of her breasts that was treated, and diagnosed with osteopenia in her right femur. In addition, it was reported that the patient¿s right breast prosthesis moves and doesn¿t stay in place. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.